Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and failed due to major damage as the usb connector is damage. Receiver charge and boot test were performed but failed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was reviewed. Damaged usb connector pictures attached. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).